Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission ten days prior, and per FDA request, submitting electronically.

Event description:
Per cochlear employee, patient's flange fixture and abutment is abnormally seated in scalp with an infection with blood at site. Patient was advised to see a physician.